Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of partially deployed ultraflex tracheobronchial stent.

Event description:
It was reported to boston scientific corporation on june 13, 2023, that an ultraflex tracheobronchial covered distal release stent was to be implanted in the left main bronchus to treat a 2 cm malignant stricture due to cancer in the esophagus during a bronchial metal stenting procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the ultraflex tracheobronchial stent could only be partially released after pulling the deployment suture. The stent was removed from the patient partially deployed on the delivery system, and a different stent was implanted to complete the procedure. There were no patient complications reported as a result of this event.